Event description:
A report was received that the patient did not get adequate stimulation. The patient underwent a lead revision wherein the paddle lead was replaced with percutaneous leads due to a suspected lead fracture. The patient was doing well postoperatively.

Event description:
A report was received that the patient did not get adequate stimulation. The patient underwent a lead revision wherein the paddle lead was replaced with percutaneous leads due to a suspected lead fracture. The patient was doing well postoperatively.

Event description:
A report was received that the patient did not get adequate stimulation. The patient underwent a lead revision wherein the paddle lead was replaced with percutaneous leads due to a suspected lead fracture. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the paddle lead passed photographic imaging test performed. The visual inspection revealed that body of the paddle end has been severely damaged. The silicon of paddle end is torn approximately at midsection. Five electrodes are completely dislodged and four are missing from the paddle. The root cause of the paddle damage is unknown.

Manufacturer narrative:
Additional information was received that the four missing contacts were not found inside the patient's body through x-ray. The missing contacts were noticed during the procedure and the paddle lead was fractured prior the revision.